Event description:
It was reported that this device had a battery depletion error. The device was being checked at the clinic when the alert occurred. The pulse generator has been implanted greater than eight years. Also, the low energy shock impedance was 115 ohms, which is high but within normal limits. The doctor elected to explant and replace the pulse generator and keep the electrode implanted. There were no additional adverse patient effects.